Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This tissue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro tissue welder got red hot and would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.